Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc) but it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Conclusion: the root cause of the reported phenomenon which the cavity pressure of the subject device was increased could not be identified. [Consideration] since there was no abnormality in the inspection of the subject device at sorc, it was presumed that the cause of the reported phenomenon not due to the abnormality in the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery, the cavity pressure of the subject device was increased and did not display the error, but the error sounds frequently alerted. The user switched the procedure from the laparoscopic surgery to an open surgery and the intended procedure was completed without any problems. The user also reported the following detailed information; the occurrence date of the event was (B)(6) 2021. The date of notification to olympus of the switch to the open surgery was (B)(6) 2021. Patient condition after conducting the open surgery was no problem. There was no abnormality for the subject device other than pressure problem and error sounds.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc) but it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Conclusion: the root cause of the reported phenomenon which the cavity pressure of the subject device was increased could not be identified. [Consideration] since there was no abnormality in the inspection of the subject device at sorc, it was presumed that the cause of the reported phenomenon not due to the abnormality in the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery, the cavity pressure of the subject device was increased and did not display the error, but the error sounds frequently alerted. The user switched the procedure from the laparoscopic surgery to an open surgery and the intended procedure was completed without any problems. The user also reported the following detailed information; the occurrence date of the event was (B)(6) 2021. The date of notification to olympus of the switch to the open surgery was (B)(6) 2021. Patient condition after conducting the open surgery was no problem. There was no abnormality for the subject device other than pressure problem and error sounds.

Manufacturer narrative:
This report is being supplemented to correct a1, d4, d8, g2, h6, and h8. Also adding information in h7/h9. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide correction with information inadvertently left out. Updated fields (b5, e1, e2, e3. G2, and h6).

Event description:
Additional information received: no bleeding has occurred. The alarm sound of the uhi-4 does not stop and is very loud. The surgeon determined that this would interfere with the operation and decided to perform an open surgery. There was originally no plan for open surgery.